Event description:
(B)(4). I have had cramps like I'm having contractions, fatigue, my anxiety has worsen, depression shape pain in my right side, nausea, migraines, pains in my legs, diarrhea, bloating,gas, constant complaints to dr about my stomach and side.